Event description:
It was reported that during preparation, the coating of the subject guidewire came off and "bits" were floating in the water while the device was soaking in the bowl. There was no patient involvement.

Manufacturer narrative:
The guidewire ptfe coating was examined and it was discovered that the ptfe was peeled/scraped off on several places on its proximal ptfe approximately 17.0cm section. The ptfe coating appeared to be scraped off of the guidewire along its length on one side with the introducer sheath distal end. Functional testing was performed with a demo microcatheter and friction/resistance was noted during the advancement. The guidewire torque was not smooth, likely due to the observed bend. The ptfe coating appeared to be scraped off of the guidewire with the introducer sheath distal end. From the condition of the guidewire it appeared that the introducer sheath had been dragged down the guidewire ptfe. Because the guidewire introducer sheath were not returned, and because it is unknown how the guidewire was used with the guidewire introducer sheath, a definitive cause for the reported and analyzed guidewire ptfe coating peeling could not be determined.

Event description:
It was reported that during preparation, the coating of the subject guidewire came off and "bits" were floating in the water while the device was soaking in the bowl. There was no patient involvement.